Manufacturer narrative:
(B)(4). The customer returned one 2-lumen, 7 fr × 30 cm catheter for evaluation. No signs of use were observed on the returned catheter. Visual inspection identified a kink near the distal end of the catheter. No manufacturing related defects or anomalies were identified on the returned catheter during visual evaluation. The lidstock was not returned with the catheter; therefore, the packaging condition could not be evaluated, and the circumstances regarding when or how the catheter kink occurred could not be determined. Per the customer report, the catheter kink was first identified when the user attempted to use the device during the procedure. The kink in the catheter was located 64 mm from the juncture hub. The catheter body length from the juncture hub measured 317mm, which is within the specification limits of 307mm-327mm per catheter body product drawing. The catheter body outer diameter measured 2.44mm, which is within the specification limits of 2.36mm -2.46mm per catheter body extrusion product drawing. The catheter was functionally tested per the instructions for use provided with the kit, which states: "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." A lab inventory guidewire of the same size was advanced through the returned catheter. The guidewire outer diameter measured 0.797 mm. Minor resistance was encountered at the kinked location. The guidewire passed through the undamaged portions of the catheter without resistance. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, " do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer reported catheter kink identified during attempted use was confirmed through investigation of the returned sample. Visual inspection identified a kink near the distal end of the catheter. No signs of use were observed on the returned catheter, and no manufacturing related defects or anomalies were identified during the visual evaluation. The returned catheter met the relevant dimensional requirements. Functional testing identified minor resistance at the kinked location; however, the guidewire passed through the undamaged portions of the catheter without resistance. A device history record review did not identify any manufacturing-related issues. Per the customer feedback, the kink was first identified when the user attempted to use the device during the procedure. The lidstock was not returned with the catheter; therefore , the packaging condition could not be evaluated. Based on the returned sample condition and available investigation evidence, the exact timing and mechanism of kink formation could not be determined, including whether the kink occurred during packaging, shipping, storage, or handling. Based on the investigation findings, a definitive root cause could not be determined. Teleflex will continue to monitor and trend complaints of this nature in accordance with established quality system procedures.

Event description:
It was reported that , "the catheter tip was found bent when the user attempted to use it during the procedure. Therefore, a new kit was used to complete the procedure. No injury to the patient occurred." There were no reports of patient harm, adverse health consequences or medical intervention associated with the event. The patient's condition was reported as fine.

Event description:
It was reported that , "the catheter tip was found bent when the user attempted to use it during the procedure. Therefore, a new kit was used to complete the procedure. No injury to the patient occurred." There were no reports of patient harm, adverse health consequences or medical intervention associated with the event. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4)